Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, it was confirmed that the pump touch screen was unresponsive. Customer's blood glucose was 191 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.